Event description:
It was reported the customer jumped into the pool with the insulin. Customer's blood glucose was 300 mg/dl, treated with manual injection. Troubleshooting was performed. Fluids were under the display. The device was not dropped and it doesn't have any cracks, only scratches on the screen. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners. All the buttons functioned properly. No button error alarms noted. However, moisture damage was found on the keypad traces and lcd board.